Event description:
A nurse reports that during an intraocular lens (iol) implantation, it was noticed that the lens was cracked. The incision was enlarged to facilitate the removal of the iol. Add'l info has been requested.